Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The generator interface board was reseated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system is taking continuous photos. No patient injury was reported.